Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the battery cap threads were stripped and the battery cap was not able to tighten to the pump, which could cause the pump to lose power. A test battery cap was used and the pump was exercised with no power issues. Evaluation demonstrated that the pump delivered insulin accurately. Review of the pump download history confirmed that the pump lost power two separate occasions on february 1. The damaged battery cap may have contributed to the reported power losses. The owner's booklet states that the battery cap should be replaced every six months.

Event description:
The reporter stated that the pump lost power twice on (B)(6) 2011. The patient reportedly had blood glucose levels in the "mid 500's mg/dl" and "hi (>600 mg/dl)" when tested on their meter while at school. There was no mention of any diabetic symptoms. The patient activity level was noted as being normal that day. During troubleshooting it was determined that the pump's battery cap was original to the pump in 2008 and had not been replaced per the owner's booklet recommendation. There was no known trauma to the pump and no exposure to moisture. The reporter was allegedly not able to fully tighten the battery cap and the threads inside the battery compartment were "smooth."